Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trays were being flipped in spd when the impactor pad dropped and chipped. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product exhibits signs of repeated use with nicks, gouges, and worn. Additionally, the unit was identified as fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause is attributed to user not following instructions by dropping the product during sterilization. Per the instructions for use, 'do not subject instruments to high loads and/or impact as breakage can occur.' If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.